Manufacturer narrative:
Device received with rewind anomaly due to moisture damage at the electronic and motor assembly. Unable to verify pump error 24 alarm and pump error 40 alarm due to rewind anomaly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to rewind anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer¿s blood glucose level was 4.9mmol/l. Customer was able to clear the alarm. Customer was assisted with performing self-test and it failed customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.